Manufacturer narrative:
Additional information: d4, g3, h2, h3, h4, h6, h11. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported communication issue and subsequent cancellation could not be conclusively determined. UDI information (d4) and 510k (g3) are not provided within this report as this product (model ensite-sek-5-I-01) is an ous configuration not available in the us and is therefore not referenced in the gudid database.

Manufacturer narrative:
UDI information (d4) and 510k (g3) are not provided within this report as this product (model ensite-sek-5-I-01) is an ous configuration not available in the us and is therefore not referenced in the gudid database.

Event description:
During a procedure, there were confidence issues with the electrodes resulting in cancellation of the procedure. When trying to map in the left atrium in sinus rhythm there was poor confidence on electrodes 1-10. Only electrodes 11 and 12 on the catheter shaft were confident and collected geometry and voltage information. The patient reference sensors were green and there were enough voxels. The sheath filter and respiration compensation were checked, the patches were confirmed to be placed and connected correctly, the study was restarted, the display workstation and amplifier were restarted, the catheter and direct connect cable were also exchanged without resolve. Switching from voxel to navx mode allowed for model collection but the image looked unusual and had false geometry. At this time, it was alleged that the patches were causing the issue however the physician decided to cancel the procedure without further troubleshooting.